Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during prep, both leds, the blue led and the flight-mode indicator, blink continuously. There was no patient involvement.

Manufacturer narrative:
H6 updated. Corrected data: d1/d2 updated/corrected. A1102 removed from h6. Investigation summary: the root cause of the rlm malfunction was microsd card corruption. The cause of the microsd card corruption could not be determined.

Manufacturer narrative:
Correction: d1 and e4 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.